Manufacturer narrative:
Investigation included customer interview, review of device use history and syncing status, and instruction on shutting down the device to avoid further alerts. Investigation of this case revealed physical damage to the touchscreen consistent with screen breakage, while the device had previously synced data and the customer could not operate the screen. It was concluded that the event was due to physical damage to the device screen, not a device malfunction, and that data would not transfer to the replacement, requiring a standard startup process.

Event description:
It was reported that an ilet insulin pump had a cracked touchscreen that rendered the device unusable and prevented unlocking, with no injury reported and subsequent difficulty using the device. Symptoms included no adverse clinical effects. Outcomes included interruption of pump use with planned continuation of cgm via dexcom app or receiver and arrangements for device replacement and return.